Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a 2.75 x 15 promus stent was implanted in the left anterior descending (lad); however, approximately one month later, thrombosis occurred and was treated with aspiration catheter. Reportedly the pt is fine. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Thrombosis, as listed in the promus instructions for use, is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the ptci is a secondary effect of the thrombosis. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.